Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter country: (B)(6). The customer did not specify what action was taken to resolve the reported issue. Device resolution data is not available.

Event description:
It was reported to philips that the cable bracket was broken. There was no patient involvement. The work order was cancelled. No work completed by philips. The customer did not specify what action was taken to resolve the reported issue. Device resolution data is not available. The device remains at the customer site and no further evaluation is required at this time. The work order was cancelled and if the customer is in need of further assistance a new service order will be opened and will be captured through philips normal complaint procedure.